Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an mr290v vented autofeed humidification chamber was leaking. They further reported that an rt329 infant continuous flow breathing circuit and an mr850 respiratory humidifier were included in the set-up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a crack on the chamber dome underneath one of the ports. Crazing pattern was noted around the crack. The print on the chamber above the crack was smeared. A lot check revealed no other complaints of this nature for lot 130813. Conclusion: based on the inspection carried out, it is likely that the damage on the returned chamber was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 8 kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an mr290v vented autofeed humidification chamber was leaking. They further reported that an rt329 infant continuous flow breathing circuit and an mr850 respiratory humidifier were included in the set-up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.